Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty during application of the infusion set when the applicator broke, resulting in improper deployment of the infusion set and an incorrectly attached set connector. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed an infusion set application failure consistent with a broken applicator leading to incorrect set deployment or connection. It was concluded, based on previously established findings for similar reports, that user technique and/or handling error during insertion was the most likely cause.